Manufacturer narrative:
H6: based on the available information, the patient meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d1, h6 - health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusion and h11. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitants: 2886821 120-65-15 - bone screw 6.5mm dia x 15mm long, 2928713 120-65-20 - bone screw 6.5mm dia x 20mm long, 2895309 142-32-00 - cocr fem head 32mm +0 offset 12/14, 2348913 164-01-13 - element-stem, collarless w/ha, std offset, sz 13, 2733747 180-01-50 - nv crown cup clstr hole 50mm group 1. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported an 85 yo female patient, initial left knee implanted on (B)(6), 2014, was revised on (B)(6), 2022, approximately 8 years 7 months post the initial procedure. The surgeon pulled the worn components and replaced with xle extended coverage liner & delta option head (32). ¿wait and see¿, was the final outcome noted for the patient following the event. No products are available for return as the hospital takes them to the lab. No further information known.